Event description:
The reporter stated that the unit indicates delivery of twice the volume actually delivered. Half of the dose to be delivered was left at the end of the infusion. There was no patient injury indicated by the customer. Biomed tested the unit using a 3cc syringe and the unit recognized this as a 10cc syringe. When set to infuse, the unit delivered only 1 ml however indicated 2 ml had been delivered. The biomed also tested a 20cc syringe for identification only and the unit recognized this as a 60cc syringe. The biomed reported the syringe size needed calibration.